Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that they had removed the patient¿s pump at his demand. The patient felt it was causing all sorts of symptoms. The healthcare provider spoke with the patient many times and explained that removing the pump would not improve symptoms. Per the healthcare provider the patient demanded the rehab physicians titrate the pump to zero so the healthcare provider could remove it. After was titrated down, it was removed it. The healthcare provider stated the symptoms were still there, and the patient was convinced the manufacturer was still controlling his body. The pump did help spasticity, but the symptoms he complains about are pain, and various other things. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that after implant, the patient's legs became weaker and weaker. They were hospitalized for 3 months after the implant. A dye study was done a couple weeks after implant and no issue was found at the time. As the years went by the patient began to experience sparking, shocking, burning pain in their feet. A toxicology report was done but the results were not shared. The patient was shaking and oral opioids did were not helping manage pain. The pump was then removed on (B)(6) 2019. It was noted it was a complete explant but did not know if the pump was returned for analysis. The patient noted they were still in pain and it was "different like it's from a remote control device or something". It was mentioned the patient felt deep down the pain was coming from the pump. The patient wondered inf the symptoms were related to the drug that was in the pump. It was noted the patient had been taking oral percocet, oxycodone and ketamine.

Manufacturer narrative:
Updated to reflect the information received on 2020-feb-13. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2020. It was reported that a spinal cord injury caused the patient's pain, weakness, and shaking. The symptoms were not resolved. The patient's weight at the time of the event was unknown as the last exam the hcp had with the patient was (B)(6) 2019. No further complications were reported.

Event description:
Additional information was received on 05-may-2020 from the patient who reported that ¿the pump ruined my life, it made me more paralyzed, I live with this every day¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient believed his device was being hacked by medtronic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. It was reported that the pump did great damage to the patient and ruined them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was in so much pain that he did not want to live anymore. No further complications have been reported.